Manufacturer narrative:
D9 - device available for evaluation: no. The reported complaint of a leak and disconnection could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history review (DHR) review.

Manufacturer narrative:
All product information is unknown; therefore, UDI is unable to be provided.

Event description:
The event occurred on an unspecified date and involved an unspecified spiros product and was reported via a medsun medwatch MDR report#: mw5174324. The report stated that the device had a disconnection resulting in a leak and it occluded when connecting to chemo clave bag spkie. It was unknown if there was patient involvement, but harm was not reported as a consequence of this event.